Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized and due to diabetic seizure, liver disease and high blood glucose was over 600 mg/dl on (B)(6) 2018. The customer¿s blood glucose was over 600 mg/dl at the time of the incident and the current blood glucose 287 mg/dl. The customer¿s blood glucose was 300 mg/dl. The customer was treated with insulin pump and pen. The customer was wearing the pump during to the hospitalization. The insulin pump will not be returned for analysis.